Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The t-handle ao attachment used for inserting/removing the compression rods broken in two when being used to remove one of the rods. There was no pt injury or death alleged. The surgeon managed to pull the compression rod out by hand.